Event description:
It was initially reported that the physician's handheld was having difficulty interrogating pts. The physician was receiving a failure to program error message. A company representative went to the office to troubleshoot the issue. The reset buttons on the wand were pressed and the power light remained on for more than 25 seconds. The connections were checked and it appeared that the serial cable that connects to the handheld was loose. The serial cable was unplugged and was reconnected to the handheld. The company representative then attempted to interrogate his demo generator but was unsuccessful. The serial cable was replaced with a known functioning serial cable and the demo generator was successfully interrogated. The serial cable was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.